Event description:
Baxter IV pump would pause every twenty minutes and say upstream occlusion. Pump running blood pressure medication and every time the pump would pause, the patient's blood pressure would drop to 60/40.